Manufacturer narrative:
The facility followed the following culture method of the scope. The cap seam was swabbed, and a brush sampled in front of and behind the elevator channel. Twenty (20) milliliters of sterile water was injected through the biopsy port and then collected into the specimen cup from the distal end of the scope. A brush was then cut off that passed through the biopsy port. A second twenty (20) milliliters flush of sterile water was injected through the biopsy port and then collected in the specimen cup from the distal end of the scope. The facility was unable to detect the part/location of the device where the microorganisms were found. A copy of the culture test results was not made available. The scope was not adenosine triphosphate (atp) tested. The facility routinely performed a protein indicator test on every fifth scope used in a procedure, and the scope was not affected by the rotation. The scope was not ethylene oxide (eto) sterilized. The cleaning, disinfection, and sterilization (cds) of the scope was provided by the customer. For manual cleaning, cantel medivators intercept detergent was used at the appropriate temperature and exposure time per the instructions for use (IFU) for the detergent. For high level disinfection, the facility used cantel medivators advantage plus pass thru with rapicide pa in use for high-level disinfection. The minimum effective concentration was tested on every run from the automatic endoscope reprocessor (aer), via test a strip check at the end of the cycle. The aer that was used to reprocess the endoscope was the cantel medivators advantage plus pass thru, serial number # 13117616 on december 20, 2021, and january 3, 2022, when culture and repeat culture occurred respectively. The endoscope channel was brushed during manual cleaning with an olympus single use combination cleaning brush, model number bw-412t, for brushing the working channel and suction channel, and the olympus singe use soft brush model number maj-1888 was used per the IFU to brush the elevator mechanism/wire lock mechanism. Pre-cleaning was being performed immediately after each procedure. Pre-cleaning was performed per the device IFU, using cygnus medical first step enzymatic detergent flexible endoscope bedside pre-clean kit. The endoscope was being leak tested prior to manual cleaning with the olympus maintenance unit mu-1/mb-155. No problems had been noted with the aer. The most recent preventative maintenance had been performed in october of 2021. The last date of the reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was on december 14, 2020. The facility had to cancel in-services over the past year due to covid. There had been no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The endoscope was stored in a dedicated cassette in the cantel medivators endodry drying cabinet. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera ii duodenovideoscope had growth on two (2) different cultures. The scope was sampled on december 20, 2021. On december 23, 2021, the scope tested positive for greater than one hundred (100) colony forming units (cfus) of yeast. The scope remained in quarantine. Manual cleaning was performed, and scope was sampled on january 3, 2022. On january 7, 2022, the scope tested positive for nine (9) cfus of coagulase-negative staphylococci. The device was not used on a patient with known infection of the same microorganism. No patient infection or harm occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted deep dents and scratches on the distal end cover, pinholes in the glue around the lenses and pinholes on the bending section glue. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." ¿brush the forceps elevator: insert the brush into the forceps elevator recess along the forceps elevator (insert the brush into the instrument channel) until the brush handle touches the distal end of the endoscope and pull the brush out of the forceps elevator recess. Repeat the insertion and pulling out three times; brush the distal end of the endoscope except the forceps elevator and the forceps elevator recess, using the single use channel-opening cleaning brush (maj-1339) or the single use combination cleaning brush (bw-412t), until no debris is observed upon inspection of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on in-service training provided by endoscope support specialist (ess) and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted deep dents and scratches on the distal end cover, pinholes in the glue around the lenses and pinholes on the bending section glue. However, these defects alone are not considered severe enough to cause a potential adverse event. On january 31, 2022, an ess was dispatched to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration on the tjf-q180v to show they understood the process except when brushing the elevator at the distal end using the maj-1888. The staff only performed the brushing and flushing once. It was also noted the staff is flushing the distal end using a 60ml syringe instead of a 30ml syringe. The customer was informed they need to perform the brushing using the maj-1888 and flushing of the distal end at the elevator at least two times or until no debris is left according to the IFU and that the IFU only states they can use a 30ml syringe, that olympus has not validated 60ml syringes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." ¿brush the forceps elevator: insert the brush into the forceps elevator recess along the forceps elevator (insert the brush into the instrument channel) until the brush handle touches the distal end of the endoscope and pull the brush out of the forceps elevator recess. Repeat the insertion and pulling out three times; brush the distal end of the endoscope except the forceps elevator and the forceps elevator recess, using the single use channel-opening cleaning brush (maj-1339) or the single use combination cleaning brush (bw-412t), until no debris is observed upon inspection of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.